Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) and right ventricular (rv) lead exhibited noise that was being oversensed however, there was no pacing inhibition. Isometrics was performed and the noise could be reproduced. Subsequently, the device was explanted and the rv lead was surgically abandoned and replaced successfully. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned device was inspected and analyzed upon receipt at our post market quality assurance laboratory pacing and sensing functions were tested and the device was verified to operate as expected. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) and right ventricular (rv) lead exhibited noise that was being oversensed however, there was no pacing inhibition. Isometrics was performed and the noise could be reproduced. Subsequently, the device was explanted and the rv lead was surgically abandoned and replaced successfully. No additional adverse patient effects were reported.